Event description:
During use of the device for cardiopulmonary bypass, shortly after the centrifugal pump flow was adjusted to a lower rate, the blood flow stopped, even though the pump was running at 3000 rpm. The extracorporeal circuit tubing was moved to an alternate roller pump, flow was re-established and the procedure was completed successfully. There was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.